Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a bent bracket which returned to its original position when it was removed from the port. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary noted. A total hysterectomy was being performed with the instrument when the issue occurred, and the uterus was the target tissue. No release key/mechanism was used. Another instrument was used to pry open the jaws. The instrument was not fully closed so the customer could remove the instrument from tissue. No adverse effect was observed on the grasped tissue. The procedure was completed robotically. The instrument was not in strong grip mode at the time of event and there were no abnormalities noted with the instrument. No injury to the patient was observed. Isi received the part associated with this complaint and completed investigations. Failure analysis investigations found the instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.